Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum coating on surface of tip clamp and plunger clamp at position #4. Replaced tip clamp #4, checked and cleaned all other tip clamps and all plunger clamps. Verified proper alignment and calibration of x-arm. The instrument was tested without further problem and was returned to expected operation.